Event description:
The lay user/pt contacted lfs alleging the his one touch ping meter does not power on. The pt mentioned that prior to testing, he was feeling shaky. He did not seek any medical attention or contact her physician for assistance due to the reported issue. This is not the first time the meter was being used. The pt was using the correct test strips. Customer care advocate (cca) walked the pt through testing using a test strip and the meter powered on. The meter, however, did not power on by pressing down on the power button. The meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since the pt exhibited symptoms prior to testing. The complaint is being reported since the meter did not power on by pressing the power button.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.